Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, the thermogard xp ivtm system (serial # (B)(4)) displayed "tcm ID:06" (ce post failure) error message. Another thermogard xp ivtm system was used to continue with patient ivtm therapy. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.